Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "clips jammed in jaw, clips coming out crooked. Not closing correctly. Coming out sideways." Intervention - "none." Patient status - "fine."

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success; however an image was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.